Manufacturer narrative:
No sterile lot number was available. Therefore, a review of manufacturing route sheets could not be conducted. Restenosis is a known potential adverse event associated with implanting coronary artery stents. With the limited information provided, other than the natural progression of disease, it is not possible to determine what factors may have contributed to the event.

Event description:
A report was from the study. The patient underwent ptca and stenting to right coronary artery (rca), right posterior descending artery (pda) and posterolateral branch (pl) in 2005, a total of 3 cypher stents were placed. In 2006, the patient returned secondary to symptoms of exertional dyspnea and an equivocal stress test. Coronary angiography revealed a 90% area of focal in-stent restenosis in the proximal circumflex artery. Additionally, a 90% area of focal in-stent restenosis of the rca was identified. As such, it was decided to proceed with intervention of the right coronary artery. A 3.0 x 12mm taxus stent was placed. Angiographic results were excellent and revealed 0% residual stenosis. Attention was turned to the area of in-stent restenosis within the left circumflex artery, which was angioplastied via a balloon. Angiographic results revealed 0% residual stenosis. The patient tolerated the procedure well and was kept overnight for observation. The patient was discharged the following month.